Manufacturer narrative:
Patient history includes congestive heart failure and cardiomyopathy, previous implantable cardioverter defibrillator, and thin skin requiring pocket revision - pulse generator almost touching the superficial skin. Physician reports that existing patient conditions/comorbidities included poor hygiene, and the event was not related to the device.

Event description:
It was reported that an (B)(6) male with a history of congestive heart failure and cardiomyopathy had a generator change-out with a cangaroo ecm envelope device placed on (B)(6) 2016. On (B)(6) 2016, the patient returned at follow-up with the wound area slightly swollen, and warm to the touch. Patient was started on keflex 500mg 3x/day. Patient was seen on (B)(6) 2016 and again on (B)(6) 2016 where pus was observed under butterfly strip and redness radiating down left chest. A pocket revision was performed on (B)(6) 2016 with antibiotics. The physician indicated that existing patient conditions/comorbidities included poor hygiene and the event was not related to the device.